Event description:
The customer reported to olympus that air leakage was observed from connector section using this camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional inspection. The customer allegation was confirmed. A watertight defect was found at the video connector. Additionally, white scratches were observed. It was determined that the product did not meet the product specifications. It is likely that the water tightness of the video connector (mechanical part) was not maintained, resulting in poor water tightness. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "for safe use handling and general precautions", the following is described in the "caution" section: ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.